Event description:
Additional information from hcp states there was noise on the lead, and only the lead was replaced; there were no problems noted with the ICD.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv pace impedance measurements were around 400 ohms until 2008 when the value was 176 ohms. Mfg device codes used. Additional information from hcp states there was noise on the lead, and only the lead was replaced; there were no problems noted with the ICD. No conclusion can be drawn nterference lead(s), fracture ofoversensing impedance, low.